Event description:
Caller reported experiencing a cgm error code 42 related to the g7 sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions to reset the pump, and after doing so, the cgm error code did not reappear. The caller was able to successfully start their sensor session.